Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal follow-up, fluoroscopy revealed externalized conductors on the right ventricular lead. The right ventricular lead was explanted and replaced. During the replacement procedure, insulation damage was detected on the left ventricular lead. The left ventricular lead was also explanted and replaced. The patient tolerated the procedure well and will be followed normally.